Event description:
It was reported that during a da vinci-assisted general duodenal switch surgical procedure, it was stated that when the sureform stapler 60 instrument was installed on universal surgical manipulator (usm), it would insert itself into the patient. Prior to calling the caller swapped out the instrument and the issue was resolved. No related errors in the logs. Technical service engineer (tse) recommended for the failed instrument to be returned. The customer is proceeding with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the stapler instrument when installed on universal surgical manipulator (usm) it would insert itself into the patient, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer switched out the instrument and the issue were resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Isi reviewed the site¿s complaint history, which revealed patient identifier 575381 is a related record of patient identifier (B)(6) this complaint. A review of the site¿s system logs review, the following was confirmed: a duodenal switch procedure was performed on system sk2786 on (B)(6) 2022. The probable root cause of the alleged the stapler instrument when installed on universal surgical manipulator (usm) it would insert itself into the patient cannot be determined based on the information provided and phone support details. This complaint is considered a reportable event due to the following conclusion: it was alleged that the stapler moved with unintuitive motion/freely with uncontrolled motions. The stapler movement could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.